Manufacturer narrative:
(B)(4). The following sections could not be completed because the part/lot information could be: d4 - catalog number - 73-2414, d4 - lot number - j7635358 or the part/lot information could be: d4 - catalog number - 73-2414, d4 - lot number - j7631469 or the part/lot information could be: d4 - catalog number - 73-2414, d4 - lot number - j7658283, or the part/lot information could be: d4 - catalog number - 73-2414, d4 - lot number - j7533122, or the part/lot information could be: d4 - catalog number - 73-2414, d4 - lot number - j7631469. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision approximately 6 months post-implantation due to a screw that lost fixation from the uppermost plate of the breastbone. During the revision, only the loosened screw was explanted. Attempts have been made and no further information has been provided.